Manufacturer narrative:
The field service rep (fsr) confirmed the complaint. The fsr replaced the level sensor at the user facility during preventative maintenance (pm). The fsr returned the suspect part to the MFR. Eval is progress, but not yet concluded.

Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the ultrasonic level sensor membrane (yellow) was broken. Since this event was during pm, there was no pt involvement.